Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2020-jan-15. It was reported that on (B)(6) 2019 the hcp was able to aspirate from the catheter and had a normal dye study in the operating room. The cause of the increased spasticity and catheter issues was not determined. The issue was considered resolved and the patient reported less spasms and was on a lower dose of baclofen.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8578, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 06-dec-2019, UDI#: (B)(4), product ID: 8709sc , lot/serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter; ubd: 26-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of lioresal at 505.8 mcg/day via an implantable pump for intractable spasticity and spinal cord injury. It was reported the patient was experiencing increased spasticity. The patient underwent several dose titrations with no resolution to his increased spasticity. A (B)(6) study was performed on (B)(6) 2019. The catheter was not patent. The hcp was unable to aspirate the catheter. The patient was being referred a surgeon for catheter revision. It was unknown if the issue had resolved at the time of the report, (B)(6) 2019. It was indicated that surgical intervention was planned, but not yet scheduled. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included spasticity. The patient's weight and other medications being taken at the time of the event were not available.